Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The customer's blood glucose was 111 mg/dl. The discontinuation of the device was advised. Nothing further was reported.